Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue resolved after replacing the fuses. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect fuse was not returned to the manufacturer for evaluation as it was discarded at the site.

Event description:
A medtronic representative reported that outside of a procedure, the mobile view station (mvs) line fuses blew. The site replaced the fuses. There was no patient present when this issue was identified.